Event description:
"Ntaneous" case was reported by a physician and describes the occurrence of abdominal pain ("experiencing abdominal pain") and abdominal pain lower ("cramping") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (upcoming removal of the essure) . At the time of the report, the abdominal pain and abdominal pain lower had not resolved. The reporter considered abdominal pain and abdominal pain lower to be related to essure. The reporter commented: hcp is removing an essure tomorrow due to patient experiencing abdominal pain, and cramping. Treatment of the adverse event: upcoming removal of the essure. Outcome of the adverse event: upcoming removal of the essure incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.